Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and a moderately calcified left subclavian artery. Predilatation was performed using a 5/4, 135cm mustang balloon catheter. A 8.0x60x135 cm express® ld iliac / biliary stent was advanced to treat the lesion. During introduction, the physician met significant resistance while advancing the stent to the lesion and upon removal, the physician noted that the distal part of the stent was bent and twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent identified that the mid body and the distal end of the stent were damaged. Struts at the distal end of the stent were flared outwardly. The stent and balloon did not appear to have been subjected to any positive pressure. The balloon was tightly folded and no issues existed with the balloon profile. No issues were noted with the profile of the tip. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and a moderately calcified left subclavian artery. Predilatation was performed using a 5/4, 135cm mustang balloon catheter. A 8.0x60x135 cm express&#59404;d iliac / biliary stent was advanced to treat the lesion. During introduction, the physician met significant resistance while advancing the stent to the lesion and upon removal, the physician noted that the distal part of the stent was bent and twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.